Manufacturer narrative:
Ess (endoscopy support specialist) visited customer site to look at brush bristles stuck in elevator. Ess found that a brush bristle was found lodged between the elevator and side wall opposite the lens unit of the c-body. Ess noted it appeared that the scopes had some wear on this side which may create a drag due to roughness of side wall. The facility as noted by ess appears to be following proper brushing protocol however the brush bristles seem to become stuck in this area intermittently. Ess recommended return of the trial scope in exchange for new one. This way the scope can be evaluated to determine if issue is related to roughness of side wall on c-body. To date , the subject device has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the brush bristles stuck in elevator of the device. The ess (endoscopy support specialist) during onsite visit found the brush bristle lodged between the elevator and side wall opposite the lens unit of the c-body. There was no patient harm, no user injury reported due to the event. This report is related to a report with patient identifier (B)(6) (brush).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the ess (endoscopy support specialist) visit, device evaluation, and the legal manufacturer's final investigation. Please see updates to d4, d9, e2, e3, of the initial medwatch. On 10may2022, the ess was onsite and found a brush bristle was found lodged between the elevator and side wall opposite the lens unit of the distal end of the device. Upon inspection of the returned device, the reported event was confirmed however, it was unclear whether it was olympus product. The following defects was observed: -labels peeling rfid -play both control knobs - distal end plastic and distal end of the device have minor dents and scratches - bending section cover glue cracked - brush bristles stuck in elevator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.